Event description:
Report received from (B)(6) stating that the device had hose damage. The device was not being used during surgery. It is unknown if there was any injury or medical intervention that occurred. The date of the event is unk. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed of ir additional info is received, a supplemental report will be sent. (B)(4).